Event description:
This is a correction of the previously submitted fu#1 report to match the initial report. Fu#1 was submitted on october 04, 2017 with incorrect MFR report number: 9710014-2017-00457 initial was submitted on june 09, 2017 with MFR report number: 9710014-2017-001457.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient attended a routine follow up appointment and it was noted that the hearing ability from the left ear was reduced from previous sessions. The parents do not report any bumps to the head, change in health or medication. A device assessment has been arranged and consideration will be given to re-implantation.